Event description:
A medtronic representative reported a lumbar probe was twisted when it was removed from the pt. The surgeon was not using a hammer or any instrument to hit the probe. The surgeon used a different instrument in place of the probe and completed the case. There was no harm to the pt.

Manufacturer narrative:
The lot number and manufacture date are unk pending the return of the part back to the manufacturer for evaluation. The suspect part has not been received by the manufacturer for evaluation.